Event description:
Flaking/debris. Rep reports that metal shavings flaked off in the pt. (B) (6) was performing this case and he said it happened within the first few minutes of the case. The chavers are not old, purchased within the last month or so, per rep.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted (B) (4). There are 22 event(s) associated with this event type (malfunction) and product code hrx.